Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level (2.9-3.9 mmol/l). Carbohydrates were consumed and glucose was administered to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.